Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial was dislodged. On (B)(6) 2022, the physician elected to explant and replace the atrial lead. The patient was in stable condition.

Event description:
New information received notes that loss of capture and inappropriate capture was noted on the atrial ra lead.

Manufacturer narrative:
Additional information: b5 and h6.